Event description:
It was reported that at a scheduled follow up, the device presented at elective replacement indicator and the battery voltage not available. The pop-up message that appeared at device interrogation was cleared and the battery was re-measured. When that was done, the battery estimated longevity was 6.5 to 9 years, but the battery voltage measurement was still unavailable and the device rate/mode settings could not be reprogrammed. The device was re-interrogated with another programmer and then the device rate/mode settings were able to be reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead 2010 (B)(6). (B)(4).